Event description:
On (B)(6) 2012, a customer called in to state that they had a patient involvement where the wrong total parenteral nutrition (tpn) template was selected and the tpn solution was administered to the patient over a three day period. The customer used a em2400 exactamix compounder, using abacus version 2.0.102 software to prepare the tpn solution for the patient. (B)(4). The patient was under delivered potassium, sodium, magnesium and phosphate. The tpn was administered (B)(6) 2012. The template that was used had the ordering of ingredients meq/- when the patient was supposed to get the template with the ingredients ordering of meq/kg/day. The template is selected by the user, based on the patient type (adult, neonatal, etc.). The patient status is reported to be stable after the administration of a modified tpn. The modified tpn increased the delivery of potassium, sodium, magnesium and phosphate. There was no adverse effect to the patient and no other patients were involved in this incident.

Manufacturer narrative:
(B)(4). Baxter technical support contacted the customer and asked for a copy of their database in order to review it in an attempt to determine a way to prevent a reoccurrence of this issue. Waiting for approval from the pharmacy department manager. The user facility chose not to provide a copy of their database. The customer stated they had fixed the problem by making the new template unavailable to the wrong patient type. If additional information is received that changes the content of this report, a follow-up MDR will be submitted. No device defect or malfunction involved.